Event description:
The patient had a styker narrow plate for a right tibial shaft fracture in 2004. The x-ray showed the alignment to be ok after the surgery. The patient was discharged from hospital in two weeks. The patient followed up in the clinic found that the limb movement is normal. Three months later, x-ray showed the plate broken. The surgeon removed the broken plate and replaced it with a wide plate.